Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device first clip was broken and then it stopped working. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 11/19/2008. Information anticipated, but unavailable at this time.